Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose level was 170 mg/dl and it was addressed with a bolus. System check was not performed with tandem technical support as the customer indicated that all the supplies would be changed.